Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection involving (B)(4). Analysis of the alarm log file revealed a critical battery alarm logged on 14nov2017 due to a communication error between the controller and that battery. As a result, the reported power switching and critical battery alarm events were confirmed. The alarm log file also revealed a vad disconnect alarm on 16nov2017, which is indicative of a physical disconnection of the driveline from the controller, likely during the controller exchange. Analysis of the event file did not reveal any controller power-up events, which are indicative of a controller loss of power resulting in a pump stop. As a result, the reported pump stop event could not be confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(4). D4: UDI #: (B)(4). H3: yes h6 FDA method code(s): 10, 4112. H6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(4) d4: UDI #: (B)(4). H3: yes. H6 FDA method code(s): 10, 4112. H6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(4). D4: UDI #: (B)(4). H3: yes. H6 FDA method code(s): 10, 4112. H6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307. Battery, (B)(4). D4: UDI #: (B)(4). H3: yes. H6 FDA method code(s): 10, 4112. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware® ventricular assist system - battery: model 1650de / expiration date 31dec2017 / serial (B)(4) / UDI (B)(4). Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: yes / return date 04dec2017. Mfg date 31dec2016. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: model 1650de / expiration date 30sep2017 / serial (B)(4) / UDI (B)(4). Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: yes / return date 04dec2017. Mfg date 30sep2016. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: model 1650de / expiration date 30jun2017 / serial (B)(4) / UDI (B)(4). Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: yes / return date 04dec2017. Mfg date 30jun2016. (B)(4). Heartware® ventricular assist system ¿ battery: model 1650de / expiration date 30jun2017 / serial (B)(4) / UDI (B)(4). Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: yes / return date 04dec2017. Mfg date 30jun2016. Labeled for single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced power switching involving the controller and four batteries. The patient further reported that he/she had a critical battery alarm followed by a short pump stop. The patient disconnected the battery and reconnected another one with a subsequent pump restart. The patient¿s controller and four batteries were exchanged with no reported patient consequence. The site further reported that the exchange of these devices resolved the issue. The site returned the controller and four batteries to the manufacturer. No further information has been provided.

Manufacturer narrative:
Preliminary device analysis for (B)(4): the reported event was confirmed via controller log file analysis. The returned controller passed external visual inspection and functional testing. Investigation is ongoing. Preliminary analysis for (B)(4): the returned batteries passed external visual inspection and functional testing. Investigation is ongoing. (B)(4). Preliminary analysis for (B)(4): the reported event was confirmed via log file analysis. The returned battery passed external visual inspection. Investigation is ongoing. (B)(4). If information is provided in the future, a supplemental report will be issued.